Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device on the same date. This report is submitted on june 29, 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 2, 2021.

Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode to the outer ear canal. The implant remains in-situ.